Event description:
It was reported, the lead was replaced. Lead fracture was noted and it was ¿most probably¿ due to poor patient compliance post-surgery. This was clarified to be doing too much bending and also riding on a lawnmower. The patient reportedly acknowledged they did not wait long enough to heal and ¿worked too hard too early.¿ no further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2015-07475. The patient had their lead replaced three times. The referenced report captures the most recent replacement.

Manufacturer narrative:
See also mfg. Report no. 3004209178-2018-06617. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the consumer had two previous lead problems, one due to overuse on a ride on lawn mower and then next lead fracture was due to falling from a ladder.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead. (B)(4).